Event description:
It was reported that the patient had a pocket revision, for pocket reinforcement, that occurred in (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was doing well and receiving stimulation, and the stimulator was working fine and operating in the appropriate manner.

Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n312343, implanted: (B)(6) 2012, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).